Manufacturer narrative:
Eval results: eval of the returned product confirmed the reported issue; the tip of the locking post is broken. The locking mechanism is not broken but the tip of the locking post is. Therefore, the cuff cannot be locked since the tip of the locking post is broken. Manufacturer reference file # (B)(4).

Event description:
Customer reported while the restraint was in use with a pt the pt was able to break the locking mechanism off one single restraint. The customer did not provide a date when discovered. There was no pt injury.